Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump buttons were unresponsive. The customer¿s blood glucose level was 475 mg/dl. Customer reported that insulin pump had blank display. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Display did returned after pump restart. Customer's other blood glucose was 350 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.